Event description:
The ventilator alarm sounded indicating low oxygen delivery. The alarm noted oxygen was off by 6% of user-indicated set point. The ventilator was re-calibrated and continued to alarm. The device was taken out of service and a second device was utilized without incident. The patient was manually ventilated during the exchange. (B)(4).

Manufacturer narrative:
(B)(4).